Event description:
Boston scientific was notified of the following event which occurred during an embolization of an avm on a left mca branch: the physician had already completed a first successful glue embolization procedure on the subject pt. Upon selecting the mca branch for a second glue embolization procedure, the physician felt very little friction and noticed that the guidewire had punctured the spinnaker elite catheter 1.8 f-s and perforated the artery. The guidewire was a .011" radiofocus m wire by terumo. The physician was then required to re-enter the pt with a third catheter in order to occlude the vessel and stop the bleeding. The pt suffered a subarchnoid hemmorhage and some hemiparesis. It was noted that the pt would be required to return for retreatment.